Event description:
It was reported that a spectrum wireless battery had a burning smell. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "gives burnt smell when attached to a pump." The eval revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail, rendering the unit irreparable and wireless connection capabilities inoperable. The device was removed from service.